Event description:
Technician has a bed that is indicating ground loss. The bed was found in a storage unit and there were no reported injuries.

Manufacturer narrative:
Technician replaced the power plug to resolved the issue with this bed.